Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was heart attack. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing prior to death. The patient was not performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed there was no failure, malfunction, or increased intraperitoneal volume (iipv) events that could have caused or contribute to the home patient passing away. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests successfully. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.